Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation was performed. Should a sample be received and evaluated, a follow up report will be submitted. The product code is unknown therefore the 510k number could not be identified.

Manufacturer narrative:
(B)(4). The lot number was not provided therefore a batch review cannot be conducted. The root cause was determined to be related to use error due to poor aseptic technique. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
Initially, the (B)(6) patient called regarding a low drain volume alarm. During the call the patient indicated he thought he was experiencing peritonitis due to abdominal pain. This is a spontaneous case report by a patient and a physician from (B)(6) of peritonitis in a (B)(6) male patient coincident with dianeal pd therapy. In (B)(6) 2010, the patient began dianeal-n pd-4 1.5 therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by cloudy effluent and was admitted to the hospital for the event. The patient was treated with unspecified antibiotics. The lab tests performed are unknown. The patient was hospitalized for an unknown timeframe. The patient was recovering from the event in (B)(6) 2010. Peritoneal dialysis therapy was ongoing. During follow up on (B)(6) 2010, it was not reported if the patient had had peritonitis episodes within 4 weeks prior to current episode. The pharmacist considered that the peritonitis was not related to dianeal n therapy as the patient had issues regarding sterile technique and the event was considered due to touch contamination. It is unknown if the patient was retrained regarding sterile technique. There was no allegation of device malfunction.